Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor device ruptured during filling. The device was being filled with ropivacaine hydrochloride hydrate when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of leaking into the housing during filling was confirmed. The root cause was determined to be missing film wrap. Batch review determined that no nonconformance reports were opened during manufacturing of this lot. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.